Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated the device alarmed o2 concentration high while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a field service engineer (fse) visited the customer site to evaluate the device. The device was returned to service after full calibration and verification. The reported issue was resolved following sensor replacement; the claim will be closed as a defective o2 sensor.